Event description:
Event description guidant received information that this bipolar lead was removed from service due to loss of sensing and pacing. The lead was explanted and successfully replaced with another guidant lead. No other adverse events have been reported.